Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the vigilance device (pedal) is damaged due to a shock. The vigilance device was replaced for repair purpose. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the vigilance device was non-functional. There was no patient involvment reported.